Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). The procedure was performed using intracardiac echocardiography (ice) under conscious sedation. The first closure device attempted did not meet release criteria and was exchanged for a larger device which was successfully implanted. The patient was discharged the same day as the index procedure. One day post procedure, the patient experienced headache, disordered speech, a fall, and cessation of breathing. Cardiopulmonary resuscitation was performed but the patient was unable to be revived and died.